Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while firing the stapler during a hemicolectomy procedure, the device was able to fire but they were unab le to unload it. The jaws of the device locked on the tissue and the instrument were removed by firing the other reload. Another stapler was fired to complete the case. There was an unanticipated tissue loss as a result of this problem. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual inspection noted that the loading unit jaws were closed and engaged to a broken shaft of an unknown instrument shaft. The knife I-beam was noted to be proximal from the cut line. Functionally, the reload jaws were opened by pulling the firing rod of the attached shaft without difficulty. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.